Manufacturer narrative:
Additional information b5: it was reported that a spectrum pump while infusing etoposide at a rate of 560 ml/hr and a volume to be infused (vtbi) of 560ml in a fk free flex 500 ml container with equa shield under infused. The expected infusion time was 60 minutes. And actual infusion time was ~70 minutes. The total volume given was 651 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H10:a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump may have under infused during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.